Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. Access was obtained in the vein and they crossed the transeptal. A watchman® access system was inserted and positioned into the laa with an unknown pigtail catheter. While they were positioning the devices, they noticed st elevation. The st elevation was anteriorly and lasted about 30 seconds and went away. No intervention was required. They are not sure if an air embolus occurred, but air was never visualized. They shot an angiogram and determined the anatomy was not suitable for closure; therefore, the procedure was not completed. The patient was stable once they woke up from the anesthesia. The physician decided to get a 12 lead electrocardiogram (EKG) after the procedure and watch the patient overnight.